Event description:
Arjo was notified about an event with involvement of the concerto shower trolley. It was reported that the resident fell approximately 1 meter from the device on to a solid floor, when the side support unlocked and dropped to an unsecured position. The incident occurred when after bath the resident was escorted by 2 members of staff back to his room. According to the provided information, upon arrival to the room it appeared the resident had managed to disengage the left sided foot end catch which secures the side rail in place possibly by kicking it during the bathing session. With the trolley parallel to his bed the bather became slightly active resulting in him managing to operate the head end catch causing the left side rail to drop to an unsecured position. Due to incident the patient sustained extensive soft tissue injuries to the nose and mouth and damage to 2 teeth, which were loose. The patient was also bleeding to the face and mouth and there was swelling due to injuries. The resident was taken to hospital, but was not admitted overnight, they were treated in accident & emergency then released. Currently, the teeth have been left, if required treatment on them might be possible in 2-3 weeks.